Event description:
It was reported that the left ventricular (lv) lead was exhibiting high thresholds. An attempt was made to replace the lead, but acute bifurcations in the patient¿s coronary vein vessels obstructed the area. The chronic lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52, lead, implanted: (B)(6) 2005; 694958, lead, implanted: (B)(6) 2005; c154dwk, ICD, implanted: (B)(6) 2009. (B)(4).